Event description:
The customer reported receiving a "high" value for their blood glucose levels, although the exact figure was unknown. Cause was not known. The customer took corrective actions by performing a correction injection via multiple daily injections (mdi) and confirmed proper insulin storage and usage. Technical support advised inspecting the infusion site and confirmed no issues with the tubing or connections. The customer was instructed to consult a healthcare provider to further discuss potential factors affecting their blood glucose levels and agreed to replace supplies as necessary and continue insulin therapy.